Event description:
Postoperative diagnosis: prosthetic joint infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 58mm, cat# 542-11-58g, lot# mkt894. V40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# mkn4nx. Size 8 accolade ii 132 deg, cat# 6720-0837, lot# 39701304. A 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mln2t9. A 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mlndtt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Medical records and x-rays were not provided to stryker for review due to the reporting institution (B)(4) regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a trident liner was reported. The event was not confirmed. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported manufacturing lot or the sterility lot referenced in this event. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Postoperative diagnosis: prosthetic joint infection.